Event description:
Account alleged that the reverse trendelenburg function is not working. Account stated that there were no injuries. Account alleged that he didn't know if a patient had been in the bed and didn't know where the bed was being used. Repair has not been completed at this time.